Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Investigation was performed on the user's data available in data management system (dms). Based on the investigation analysis, there was mismatch between the sensor readings and manual blood glucose measurements on (B)(6) 2021, which resulted in incorrect assertion of hypo alerts between 1:53 am cet to 3:08 am cet. The system detected the sensor performance was declining and hence the system asserted the sensor an early sensor replacement alert due to measurement of system performance (msp) failure. The early sensor retirement was triggered after day 80 which is a warning alert for the degradation of the indicator. User was offered a sensor replacement because of this. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where patient reported differences in glucose measurements and experienced a false hypoglycemia event where sensor glucose was 61 mg/dl and blood glucose was 91 mg/dl. User did not have any symptoms and did not require any medical attention or intervention.